Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Physician reported rupture with axiliary adenopathy and "ganglion with silicone leakage" diagnosed by ultrasound. Device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness was within specification) . Capsular contracture: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued e: 1 phone number: (B)(6); continued e: 1 facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and granuloma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, lymphadenopathy, silicone migration, granuloma.

Event description:
Physician reported, rupture with auxiliary adenopathy. And "ganglion with silicone leakage", diagnosed by ultrasound. The device remains implanted. This record relates to the right side.